Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-07567. It was reported the patient's cervical scs system did not provide effective relief to their pain pattern. As a result, surgical intervention was undertaken at an unknown date wherein a cervical fusion was performed as an alternative solution to pain relief. Reportedly, the leads were inadvertently cut during the procedure.